Event description:
The hcp reported when the pt came in for a refill they had a higher than expected residual volume (39 vs 31 ml). A dye study was attempted, but it was not possible to withdraw fluid from the catheter access port. The pt was taken for surgical revision. After disconnecting the catheter, csf flow was intermittent. The catheter was replaced, but the flow was still intermittent. The catheter was reconnected to the pump and the pocket was closed. Post operative MRI showed extensive intrathecal tumor metastasis. The hcp turned off the pump. Additional info has been requested from the hcp, but was not available on the date of this report.

Manufacturer narrative:
.